Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator's lcd screen being blank. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.